Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. A 2.50x20mm promus premier¿ mr drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. When the physician removed the device from the patient the shaft broke in half. The device was completely removed without issue and the procedure was completed with a non bsc device. No patient complications were reported and patient was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The tip od was measured which is within specification. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues were noted with the profile of the inner or the devices markerband¿s. The hypotube was broken 197mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/use error as dfu states the following: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the proximal to mid left anterior descending (lad) artery. A 2.50x20mm promus premier¿ mr drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. When the physician removed the device from the patient the shaft broke in half. The device was completely removed without issue and the procedure was completed with a non bsc device. No patient complications were reported and patient was fine.